Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma and infection.

Event description:
Healthcare professional reported ¿te infection¿, ¿primary disease: breast cancer¿, ¿pain¿, ¿cramp¿, and ¿seroma¿ from a medical perspective was performed on this complaint record, per the specific request stated by the ps/cps staff member. Device side and status is unknown.